Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications was reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal is outside of deployment tube and fully unwound. Other observations are that tension spring not returned and plunger was depressed. The failure that the seal did not deploy is not confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.